Manufacturer narrative:
(B)(4) - explant of intraocular lens.all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that approximately two days after implanting the intraocular lens endophthalmitis and hypopyon developed requiring a vitreous surgery to be performed. During surgery, a vitreous opacity was noted and after sugery the endophthalmitis did not improve. Therefore, two days later, the lens was explanted in a secondary procedure and vitreous surgery was performed again. Silicone oil was injected and antibiotics were prescribed. The liquid anterior chamber and explanted lens were cultured and results were reported to be negative.